Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Product cannot be returned-customs issue.

Event description:
On (B)(6) 2013, it was reported that the buttons on the patient's infusion device were not fully functional and the rubber covering of the buttons was damaged. It was reported that the device could no longer be turned on. No adverse event was reported. The infusion device could not be requested to be returned for legal and customs issues.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.